Manufacturer narrative:
Siemens field service engineer checked the system and found it okay. The customer reported that it was a capillary sample but it was measured as syringe sample. The instrument indicated that there was "air in sample" (sample with a bubble) and per the operators manual, the operator should have either manually repositioned the sample so no air bubbles were under the sensors and then continue with the analysis or flushed the sample out of the measurement block and repeated the analysis. The operator did not do either of these. The discordant ph result is due to operator error.

Event description:
Customer reported that a fetal scalp sample had a ph of 7.010. A caesarean section was performed and umbilical cord blood sample from the newborn was tested and had a normal ph of 7.3. The customer indicated that the caesarean section was performed based on the ph result of 7.010.